Manufacturer narrative:
(B)(4). (B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that leakage was observed from a large volume folfusor, from "between the folfusor and huber needle" (non-baxter product). This was noted during patient infusion of 4550 mg of fluorouracil (non-baxter product) diluted with 5% glucose solution (non-baxter product). The fill volume was 230 ml. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured from october 21, 2014 to october 22, 2014. The device was received for evaluation with a non-baxter needle attached to its distal luer. A visual inspection was performed with no issues noted. The device was filled with colored water and observed for leakage until the following day, while the non-baxter needle was attached to the distal luer. No evidence of leakage was identified. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.